Event description:
It was reported an error with their continuous glucose monitor, identified as cgm error 42. There was no reported adverse impact to the customer's blood glucose level. Customer contacted technical support, and after following a guided pump reset, the cgm error code did not reappear, allowing the customer to successfully start their sensor session.